Event description:
It was reported that during percutaneous coronary intervention, a balloon deflation issue occurred. The target lesion was located in an unspecified artery. A 2.00mm x 15mm apex¿ balloon catheter was used for dilation. The device was inflated at an unknown rate and was deflated. As the physician re-introduced the balloon to another lesion with an unspecified guiding catheter, it was noted that the distal shaft was kinked and the balloon could not be deflated. No patient complications were reported.

Event description:
It was reported that during percutaneous coronary intervention, a balloon deflation issue occurred. The target lesion was located in an unspecified artery. A 2.00mm x 15mm apex balloon catheter was used for dilation. The device was inflated at an unknown rate and was deflated. As the physician re-introduced the balloon to another lesion with an unspecified guiding catheter, it was noted that the distal shaft was kinked and the balloon could not be deflated. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the apex catheter was received inside a carrier tube (hoop). The balloon was deflated, as-received. There was dried contrast in the balloon and inflation lumen. The tip was damaged. There was no evidence of any proximal bond anomalies or distal outer neckdown. The minimum outer diameter (od) of the proximal balloon bond was measured with a calibrated snap gauge and meets specification. The catheter was soaked in a warm water bath to dissolve solidified contrast in the inflation lumen. A .014" guidewire was inserted into the tip and advanced through the lumen. An inflation device filled with water was used to pressurize the balloon to rated burst pressure (rbp) for 5 minutes. The device maintained rbp for with no evidence of leaks or other irregularities. After the 5 minute inflation period, negative pressure was applied with an inflation device. The device deflated in 6 seconds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).